Event description:
It was reported that all lead impedances are greater than 4000 ohms except one combination. Pt and device info could not be obtained. A follow-up report will be submitted if add'l info becomes available.